Event description:
Since I began using this machine I noticed that it was using too much water and lately I noticed it will be empty during my sleep and it would wake me up. On 10/20/23 I noticed that my machine was empty and I woke not feeling well and having to call the paramedics and had to be hospitalized and at the end the reports from my testing it came up positive for lead and this has prevented me to sleep well and the doctors can not figured out what is going on with me. Ip22. No additional comments. Refer to additional documents in i2k.